Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2017 due to high blood glucose. It was also reported that the meter reading was high and cannula was bent which lead to hospitalization. The high blood glucose of the customer was treated with intravenous and insulin drip. The customer declined troubleshooting for high blood glucose. The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose. Customer¿s blood glucose level was 1000 mg/dl. The customer states he was in intensive care unit because he was not getting correct amount of insulin. The customer did not experiences any symptoms related to the high blood glucose. The customer stated that he had high blood glucose which is related to the bent cannula. The customer was treated with the insulin drip. The insulin pump will not be returned for analysis.